Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a critical limb ischemia (cli) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left inguinal. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. The 1.5mm x 2.0 mm x 143cm coyote es mr balloon was selected for the treatment procedure and ruptured upon the first inflation at an unknown pressure. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.